Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Qc data was not supplied. On (B)(6) 2011, system check was performed and met specifications. All calibrator levels resulted as no value with ind flags. Hotline assisted the customer in verifying the correct placement of reagent packs in the carousel. The psa reagent pack was loaded into a different slot than what the reagent inventory stated. The customer confirmed that no patient samples had been run with the misloaded reagent pack. Service was not dispatched for this event as normal troubleshooting identified the root cause as use error.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two failed psa calibrations generated by access 2 immunoassay analyzer. Customer confirmed that no patient samples had been run; hence no result was reported out of the laboratory. No reports of injury or patient treatment in connection with this event. However, upon recur and the correct sequence of events, erroneous, but believable results can be obtained.